Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was confirmed. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.